Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical device - expiration date: 06/2021.

Event description:
It was reported that prior to a dialysis catheter implantation procedure, the end cap of the device was allegedly missing. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to a dialysis catheter implantation procedure in internal jugular vein, the end cap of the device was allegedly missing. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation; however, one equistream label was returned for evaluation. The microscopic visual observation, tactile evaluation, functional testing and other evaluation/testing were not performed due to nature of this complaint. The gross visual observed are label appeared to be clean and noted that end cap listed on the label was circled with red pen. The investigation is inconclusive for component missing, as only device label was received and entire device was not returned for evaluation. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 06/2021),g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.